Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call stating that the drive support cap was flush. Last nigh customer¿s blood glucose value was 166mg/dl. Customer changed set yesterday and in the morning blood glucose reading was 285mg/dl. Customer had breakfast and medicines and blood glucose level rose up to 327mg/dl. And took 1u insulin injection. Blood glucose level dropped to 223mg/dl. Insulin pump will be returned for analysis and a replacement pump will be sent.